Event description:
A report was received that the patient had a superficial infection at the pocket site. The pocket site was pinkish with a bit of drainage. The physician believed that the infection was neither device nor procedure related. The patient was administered with intravenous antibiotics and underwent a pocket revision wherein the pocket was relocated. The patient was doing well postoperatively.